Manufacturer narrative:
It is believed that the unit functioned as intended by triggering an alarm due to detecting air in the venous drip chamber on the disposable cartridge. Although it was determined that the unit operated as intended, the field service engineer (fse) replaced the venous air detectors on the system. Production records were reviewed for the unit identified and no issues were noted.

Event description:
It was reported that foam in the venous drip chamber alarmed about 1.5 hours into treatment. Blood could not be returned. Treatment restarted, then the same alarm occurred, and blood was unable to return to the patient for a second time. The patient lost approximately 480 ml of blood. The patient received over three hours of treatment between the two set-ups. After the issue with the second treatment, therapy was discontinued for the day. No further issue was noted with the patient.